Event description:
Pt called to report adverse reactions to bard marlex hernia mesh, vicryl ligature and vicryl suture. Pt stated he has felt sick for the last 13 years, with extreme fatigue, no energy at all and weakness. He said when he wakes up in the morning, he has muscle spasms and is in extreme pain, he says it feels like he was "beat up" in (B)(6) 2012, he said he developed a scab on his umbilicus, his physician sent him to a surgeon who told him to wait for it to heal. Pt said it wouldn't heal and that he pulled a thin piece of plastic out of the scab. The pt showed the piece to his doctor, who ordered a biopsy of the wound. He said the biopsy found foreign bodies in the wound and he was told to use antibiotic ointment. He stated his physician put steri-strips over the wound, but more small plastic pieces came protruding out of the wound. He feels the mesh implanted in him is what has been making him feel sick for the last 13 years. He feels it's ruined his life. He said he is planning on having the mesh removed.